Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device but the reported condition of will not run was not confirmed. However, during evaluation, it was observed that the device bearings were rotating roughly, the seals were worn and the upper trigger was sticking. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the small battery drive device would not run. During in-house engineering evaluation, it was determined that the upper trigger was sticking. It was not reported if there were any delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.